Manufacturer narrative:
The investigation determined that higher than expected vitros tsh results occurred when the customer¿s vitros total thyroid control l2 fluid was processed on a vitros eciq immunodiagnostic system. The investigation was unable to determine a definitive assignable cause; however, an unidentified instrument issue, an unidentified issue with reagent lot 4980, or a pre-analytical sample handling issue cannot be ruled out as contributing factors. The assignable case of the event is unknown.

Event description:
The investigation determined that higher than expected vitros tsh results occurred using a single level of vitros total thyroid control processed on a vitros eciq immunodiagnostic system. Total thyroid control l2 results of 3.09, and 3.14 miu/l vs. An expected result of 2.28 miu/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient samples being affected and there was no report of patient harm as a result of this event. However, the investigation could not rule out that patient samples were not, or would not be affected if the event were to recur undetected. There was no allegation that any patient samples were affected, and no allegation of patient harm. However, the investigation cannot conclude that patient samples were not or could not be affected if the event were to recur undetected. This report is number one of two 3500a forms filed for this event, as two devices were affected. (B)(4).